Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1710034-2023-00211 is a duplicate of 1710034-2023-00202 this supplemental is to cancel MDR 1710034-2023-00211.

Event description:
It was reported that unspecific number of bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: bd insyte¿ autoguard¿ shielded IV catheter 22ga: 381423, lot # 2284590. Customer reported the needle was supposed to retract. Multiple needles were not retracting properly/slowly.

Event description:
It was reported that unspecific number of bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: bd insyte¿ autoguard¿ shielded IV catheter 22ga 381423, lot # 2284590. Customer reported the needle was supposed to retract. Multiple needles were not retracting properly/slowly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder.